Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection (inj). Fortum (250milligram (mg), intraperitoneal injection (ip), and frequency not reported) and inj. Amikacin (50mg, ip, and frequency not reported) for peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.